Event description:
A customer reported an alarm 20 issue with their insulin pump during normal operation. Their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was unable to resume insulin therapy due to a recurring cartridge alarm, even after assistance. Technical support decided to replace the pump, and the customer will use multiple daily injections as backup therapy. The customer was instructed to return the pump with a pre-paid label and place it in storage mode, which they acknowledged understanding.